Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with his battery charger/modem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The pins were recessed in the power brick connector. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the defective components. The pt received a replacement monitor.